Event description:
It was reported asymptomatic patient presented in clinic during follow up. Real time egm's revealed post paced t wave oversensing on ventricular lead. Programming changes were made during device check and resolved the oversensing issue. No other observations were noted. Device remains implanted.